Event description:
This pt experienced an adverse tissue reaction, immediately after being implanted with the nucleus cochlear implant in 2004. Despite medical treatment, the reaction progressed and an open wound was apparent upon examination in november 2004. The device was explanted the next day and the pt will undergo formal allergy testing after the wound has healed.